Event description:
It was reported the patient had an increased recharge burden. The sjm representative reviewed the program settings and determined the recharge frequency was premature. Follow up identified the patient was charging once a day, and the physician planned to undertake surgical intervention at a future date to address the issue.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.